Event description:
It was reported this catheter was successfully placed for biliary drainage treatment. It was noted approximately five weeks post placement, during a scheduled catheter exchange, this drainage catheter had fractured at the distal tip. The suture remained attached to the pigtail and was used to remove the catheter via the proximal end. Another catheter was placed for continuation of treatment. The patient's condition is good. This device was returned, evaluated and retained by this manufacturer. The engineer's evaluation indicated the proximal segment of the catheter measured approximately 31cm length and 2cm of suture is attached. The point of fracture at the 5th drainage hole from the proximal end is jagged and uneven. The distal segment measured 16 centimeters. Approximately 46cm of suture were returned. The stopcock is missing and not returned for evaluation. As a lot number for this device was not provided, a device history search could not be performed. User technique, and/or patient anatomy may have contributed to this event, however co is unable to determine the relationship between the device and the cause for this event.